Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. Customer reported that low battery alarm did not occur prior to replace battery alarm. Insulin pump also had low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to detect new battery during start up due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to battery issue. Unexpected battery power loss unknown. Charge/battery lasts less than expected unknown. Device received with scratched case. Device received with pillowing keypad overlay.